Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced infusion set leakage on 12-dec-2024. The blood glucose level of the patient was high which was treated by bolus. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6007959 have been tested in the database record (B)(4) on 20-may-2025. Test results: the reference samples were visually inspected, flow and leak tested. All test results were within specifications as per the database (B)(4) complaint test report. Device history record (DHR) review: the lot 6007959 was manufactured according to work instruction (wi) version 80 appendix 1 batch card for production of packaging room, on 12-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 20-may-2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6007959 with no other complaint identified. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.